Event description:
This is the first of two devices. Please reference 3005099803-2009-00211. It was reported to boston scientific corporation in 2008, that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2008, according to the complainant, a retrieval balloon was placed into a 19mm duct above the stone. The balloon was inflated to 15mm. The trawl was performed, however, the balloon burst. Another balloon was used which also ruptured. There were no pt complications reported as a result of this event. The patient's condition was reported to be "stable."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. The device eval cannot be performed; the cause of the reported malfunction is undetermined.